Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to loss of capture and reported pleural effusion. It was confirmed on x-ray that the lead dislodged and perfused the heart tissue. No additional adverse patient effects were reported. The patient was not pacemaker dependent and no asystole was noted.